Event description:
It was reported that pump malfunction occurred after pump got wet and displayed malfunction code that could not be reset. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.